Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90-125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 308 and 271mg/dl. The test strip lot manufacturer's expiration date is 07/29/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 90-125mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 308 and 271mg/dl. The test strip lot manufacturer's expiration date is 07/29/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 177mg/dl (B)(6) 2016 08:10 pm fasting: yes; 188mg/dl (B)(6) 2016 08:10 pm fasting: yes; 210mg/dl (B)(6) 2016 08:08 pm fasting: yes; 146mg/dl (B)(6) 2016 08:18 pm fasting: yes; 160mg/dl (B)(6) 2016 08:20 pm fasting: yes.